Event description:
Per customer: "1. Firmware 1.1.14.7 was installed on a small cohort of nova meters as directed by nova to test projected meter enhancements to improve known issues we were experiencing. 2. The meters were distributed to our test unit location on (B)(6) 2025 at 8:00 am. 3. All patient results stopped interfacing to the electronic health record at 8:12 am but this interruption was not noticed until 10:35am. 4. Vcumc internal it troubleshooting process was initiated which consisted of rebooting the novanet servers which is a process that has previously resolved interface connectivity issues. 5. Novanet rebooted twice and failed to restore connectivity. A system wide major it incident was declared due to interface downtime. 6. Nova technical support was called around 11am and notified of issue. We were notified that technical support was not available and they would call us back. 7. Around 12:40pm, was able to get on a call with nova to troubleshoot why results were not crossing to the ehr and it was noted the 1.1.14.7 firmware meters were sending an incorrect letter "p" preventing results from interfacing to the ehr. 8. We were advised to stop using the 1.1.14.7 meters immediately and revert back to meters with the previous working firmware (0.0.13.55). 9. Once the affected meters were collected from the unit and removed from the network, connectivity was restored, and pending results began to interface. 9. There was a total of 637 patient results impacted by this downtime. Results stopped transmitting at 8:12am and was not completely back up until 3:21pm (7 hours total). This interruption greatly impacted patient care in our ICU and progressive care locations."

Manufacturer narrative:
Investigation anticipated but not yet begun. Device has been returned for evaluation. A supplemental report will be submitted upon completion of investigation.